Event description:
The complainant reported that a palliative wallstent procedure was performed for obstructive rectal cancer with hepatic metasteses in 2005. The patient is reported to have required a readmission to hospital for dehydration and weakness and was noted with a colon perforation. The perforation was surgically repaired. The complainant reports 4 days postoperative to the perforation repair the patient expired.

Manufacturer narrative:
The complainant reported that the stent remained implanted and will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause of this event.